Manufacturer narrative:
The available information suggests this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was undergoing stress testing. During the test, noise was observed on the surface electrocardiogram. Medication was injected during the test to promote heart block. The patient's heart rate dropped and the device paced for two beats. A pause greater than two seconds was then observed. The patient was symptomatic, however no adverse patient effects were reported.

Event description:
Additional information was received indicating this device was explanted and upgraded to a cardiac resynchronization therapy defibrillator (crt-d) device. This device was returned for analysis.